Manufacturer narrative:
The patients¿ demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter field service engineer (fse) was dispatched to the customer's site and did not identify any hardware, software or system issues that would have contributed to this event. Two samples from the patient were sent to the beckman coulter complaint handling unit (chu) for testing. The patient samples were tested neat, after centrifugation using the access accutni+3 assay and recovered with elevated access accutni+3 results. The customer's results were therefore confirmed. Interference testing, using different blockers, was then carried out. The interference testing demonstrated the presence of patient sourced interfering substances since the blockers used in the test significantly modified the dose. Interference interaction is listed in the limitations section of the accutni+3 instructions for use. The cause of the false elevated access tni+3 result is due to a patient sourced interferent.

Event description:
The customer reported obtaining an erroneous elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The initial result was 0.94 ng/ml, above the normal reference range of the assay (0.00 ng/ml ¿ 0.04 ng/ml) and was released from the laboratory. There was a change to patient treatment reported based on the elevated access accutni+3 result. The patient underwent a coronaryscopy. No additional change in patient management was reported. Calibration, qc (quality control) and system check were within system and assay specifications. Information on the patient's sample collection such as tube type and centrifugation was not provided. There was no report of sample integrity issues.